Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 23.9 mmol/l at the time of the incident. Customer declined to troubleshoot for high blood glucose level. The customer was treated with the insulin pump. It was unknown that auto mode feature was active or not at the time of event. Customer stated that they received change sensor alert. The device will not be returned for analysis.